Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1309 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1309 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 93880) for female sterilisation. Previously administered products included: metoprolol, cefazolin and hydromorphone. Concurrent conditions were listed as fibroids, pelvic pain female and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 602 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: bilateral tubal occlusion. [Pathology test] on (B)(6) 2015: addendum: the gross specimen is re-examined. Essure devices are found in both fallopian tubes. Final diagnosis: uterus and cervix: secretory phase endometrium. Focal adenomyosis. Bilateral fallopian tubes without pathologic change. Preoperative diagnosis: abnormal uterine bleeding, pelvic pain, uterine fibroids. Postoperative diagnosis: abnormal uterine bleeding, pelvic pain, uterine fibroids. Specimen: uterus, cervix, bilateral fallopian tubes. Gross description: the 2.4 cm thick myometrium is tan-pink and smooth. The 4.6 x 0.3 cm fimbriated right fallopian tube has a tan-purple smooth outer surface and is serially sectioned to reveal a tan-pink cut surface with a pinpoint lumen. The 8.1 x 0.3 cm fimbriated left fallopian tube has a tan purple smooth outer surface and is serially sectioned to reveal a tan-pink cut surface with a pinpoint lumen. The proximal portion of the fallopian tube contains a portion of coiled metallic wire. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Lot number, surgical pathology report, medical history, concomitant condition and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. B93880) for permanent contraceptive tubal implant. Previously administered products included: metoprolol, cefazolin and hydromorphone. Concurrent conditions were listed as fibroids, pelvic pain female and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 602 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: bilateral tubal occlusion [pathology test] on (B)(6) 2015: addendum: the gross specimen is re-examined. Essure devices are found in both fallopian tubes. Final diagnosis: uterus and cervix: - secretory phase endometrium. - focal adenomyosis. Bilateral fallopian tubes without pathologic change preoperative diagnosis: abnormal uterine bleeding, pelvic pain, uterine fibroids postoperative diagnosis: abnormal uterine bleeding, pelvic pain, uterine fibroids specimen: uterus, cervix, bilateral fallopian tubes gross description: the 2.4 cm thick myometrium is tan-pink and smooth. The 4.6 x 0.3 cm fimbriated right fallopian tube has a tan-purple smooth outer surface and is serially sectioned to reveal a tan-pink cut surface with a pinpoint lumen. The 8.1 x 0.3 cm fimbriated left fallopian tube has a tan purple smooth outer surface and is serially sectioned to reveal a tan-pink cut surface with a pinpoint lumen. The proximal portion of the fallopian tube contains a portion of coiled metallic wire lot number: b93880 manufacture date:2013-11 expiration date:2016-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.